Manufacturer narrative:
We checked the returned unit and confirmed that the biopsy inlet t-piece clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that bending rubber perforated, bending rubber leaky, light guide cable buckled, insertion flexible tube (ift) worn out, and insertion flexible tube (ift) index peeling off; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Biopsy inlet t-piece clogged.